Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1. Intraoperatively, the bone cement leaked to the left side of the vertebrae and was confirmed by x-ray. The procedure was completed successfully. Patient status is good. It was noted the physician commented that he might have made a hole with the bone access needle and the cement leaked into that. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.